Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose and also had insulin flow block alarm. The customer¿s blood glucose level was over 600 mg/dl. It was reported that the customer changed the infusion set and had high blood glucose. The customer was advised to change the infusion set. Customer declined to troubleshoot for the high blood sugar. The insulin pump will not be returned for analysis.